Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia and ketones. The blood glucose reading was reportedly over 600 mg/dl. Troubleshooting was performed. The customer's mother stated that she could not remove the battery cap to insert a new battery into the insulin pump. It was advised that the customer revert to manual injections and monitor his blood glucose levels closely.